Manufacturer narrative:
Analysis of the lead (s/n (B)(4)) revealed the lead body outer insulation damaged at depth stop site.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report.  A follow-up report will be submitted when analysis is complete.

Event description:
The manufacturer representative (rep) reported that there was low impedance on a lead that occurred during procedure. Impedances were taken during the case and came in low. The twistlock cable was switched out first and impedances were still low. The electrode was then removed and replaced. Impedances were resolved. The issue was resolved as of (B)(6) 2015. The indication-for-use (IFU) was unknown. If additional information is received, a follow-up report will be sent.